Manufacturer narrative:
Corrected information: h6 result code replacement (incorrect selection).

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy and the adverse events of peritonitis, abdominal pain and cloudy effluent fluid. The cause of the peritonitis was attributed touch contamination due to the patient¿s neuropathy which inhibits his ability to perform pd utilizing aseptic technique. Additionally, the patient has not been receiving the assistance he requires. Per the pdrn, the events are unrelated to the utilization of any fresenius products. Staph epidermidis is part of the normal human biota and is one of the most common sources of infection in indwelling medical devices. Most staph epidermidis infections are due to touch contamination. Based on the information available, fresenius product can be disassociated from the event. There is no allegation or objective evidence indicating a fresenius product caused or contributed to the serious adverse events. Furthermore, the patient continues to utilize the same cycler without any issues. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient three months prior to the event date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements and the lots met all specifications for release. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident is attributed to end user error.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Initially it was reported to technical support that the cycler alarmed with draining slowly message during drain 0. This issue was resolved, however, during the call it was mentioned that the patient was receiving a medicated solution. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2020 with abdominal pain and cloudy effluent fluid. A peritoneal effluent fluid culture and cell count was obtained, and the patient was started on intraperitoneal (ip) vancomycin 2000 mg every 3 days for 21 days. The culture results were positive for staphylococcus epidemidis, and the cell count revealed an elevated white blood cell (wbc) count of 398 u/l and polymorph count of 92 u/l. The pdrn stated the cause of the peritonitis was due to touch contamination. The patient¿s daughter should be assisting the patient with initiation and completion of continuous cyclic peritoneal dialysis ([cc(pd)]; however, it has become apparent in recent days, she is not. The patient¿s hand neuropathy inhibits the patient from using proper aseptic technique. Per the pdrn, the events were unrelated to the utilization of any fresenius product(s) or device(s). The patient is recovering from the events and continues to utilize the same liberty select cycler as before the events occurred.